Manufacturer narrative:
The device was not returned to the service center for evaluation. The user facility ordered a test kit to troubleshoot the generator. The cause of the reported event cannot be determined at this time. The 777000 instruction manual states ¿ examine all accessories and connections to the g400 workstation before use. Improper connection may result in arcs and sparks, accessory malfunction, or unintended surgical effects. Non-function of the g400 workstation may cause interruption of surgery. Ensure that all installation procedures are followed and all connectors are correctly inserted before use. A backup system / method should be made available for use.¿

Event description:
The service center was informed that during a therapeutic ovarian cyst removal procedure, two generators and three forceps failed to cauterized causing the patient to experienced moderate bleeding. There were no error codes prior to the unit rebooting. The generator settings were 35 when the reported error code was observed. There were no alarms or alert tones noted. It was reported that the end user attempted to cauterize the patient¿s vessel with three different halo forceps and each time no output was exhibited. The user replaced the generator and the same issue reoccurred with the forceps. The intended procedure was completed. The event did not cause unintended tissue to become burnt. The patient did not require medical or surgical intervention due to the reported phenomenon. The bleeding was controlled eventually through tying the vessel off. The procedure was then completed. The patient¿s current condition is good. Additionally, the user facility reported that generator and the cord were inspected both prior and post procedure with no anomalies noted. The connection between the cord and equipment was noted to be secure. This report is 5 of 5.